Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, manufacturer¿s instructions, specifications, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. While the lot number cannot be confirmed, there were only three potential lots that this device could have come from. All three of these lots were reviewed and contained no relevant nonconformances that could contribute to the reported failure mode. It should also be noted that this was the only complaint associated with any of the three lots. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states the device¿s intended uses, as well as warnings, precautions, indications, and contraindications. Per the clinical reviewer, ¿cancer is known to induce an abnormally increased tendency toward blood clotting, also known as hypercoagulable state. The role of ivc filters in preventing pe in cancer-related hypercoagulable state is debatable as the hypercoagulable state is systemic, whereas ivc filters act locally to prevent lower extremity dvts from reaching the lungs.¿ based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the patient died on (B)(6) 2016. The cause of death was not reported in the study, but the patient was noted to have had end-stage lung cancer with multiple metastases.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5- additional information was received 07may2020. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = k072240. A previous MDR for this event was submitted by william cook (B)(4) under manufacturer report reference 3002808486-2018-01434. Additional information provided on (B)(6) 2019 determined that this device was manufactured by cook incorporated. With the submission of this initial report, 1820334-2019-00704, cook incorporated informs that all future submissions regarding this complaint will be handled under manufacturer report reference 1820334-2019-00704. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
According to information documented from the study: the patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2016. Patient presented with dizziness, lightheadedness, [acute kidney injury] aki and generalized weakness on (B)(6) 2016. After the admission, the patient was initially treated as presumed dehydration, volume "depletion secondary to decreased [per os] p.o. Intake. She was given IV rehydration and potassium repletion. Her mental status and energy level recovered to her baseline, and repeated blood work showed a normalized kidney function from creatinine 2.24 on admission to 0.8 on day of discharge. The patient also had positive urine analysis on admission; however, she denied any symptoms of dysuria or urinary frequency. She also had no leukocytosis or systemic symptoms of infection, such as fever or rigors. During the admission, the patient was also noted to have swelling of the bilateral lower extremities, left more than the right, and it was noticed that the patient had a history of right lower extremity [deep vein thrombosis] dvt status post ivc filter. Venous duplex ultrasound was done and it was noticed a new, acute, occlusive thrombosis on her left lower extremity. The patient's oncologist recommended lovenox for the treatment of the dvt. However, given that the patient's end-stage lung cancer with multiple metastases diagnosis, including the brain, the patient was high risk of intracranial bleeding, and she opted out for anticoagulation. It has been alleged that the dvt was an exacerbation of pre-existing condition, and considered possibly related to the device. Patient outcome: since her symptoms of dehydration, hypotension, aki resolved, the patient was discharged to a skilled nursing facility on (B)(6) 2016 for further management and will be bridged to hospice.